Event description:
It was reported that the insulin pump was stuck in the prime loop. The insulin pump alarmed motor error. The blood glucose reading is 130 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and missing end cap sticker noted during visual inspection. Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to loose/flush drive support disk. Moisture damage was noted on motor assembly.